Event description:
A temperature alarm was reported by the caller while the pump was charging, but there was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support to put the pump into storage mode and return it within 10 days using a pre-paid label. The pump was within warranty, and the customer decided to continue using the current pump to ensure uninterrupted insulin delivery.